Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter problem. The anchor did not deploy, so an 8785 was opened for the anchor. The procedure was completed successfully. The anchor will be sent for analysis. The patient's pump was used to infuse lioresal (baclofen). No additional intervention reported. Follow up was conducted to obtain further information, but it had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis revealed that only the anchor deployment tool, with the anchor still attached/stuck on the hypotube and pin connector, was returned. The distal side of the anchor was deformed in shape. The observed anomaly was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The catheter anchor did not properly detach from the ascenda tool, and was not able to be used.